Event description:
Pt reported extreme pain. Pt was trying to increase the amplitude. Pt called MFR from the emergency room asking for assistance in increasing stimulation. MFR noted pt sounded heavily medicated. Pt was asked to decrease the amplitude before turning on the stimulation to avoid receiving an electrical shock. MFR confirmed the device was off, however, the pt was not able to decrease the amplitude. MFR requested to speak with a nurse to review decreasing process. The pt stated they would call back when a nurse was available; however, no further calls were received. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.